Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A literature article by anthony desaegher, victor marin, marie-christine beauvieux, brigitte colombiès, margaux lauga, sonia alloug, selen kalkan, gladys castaing-mouhica, genevieve lacape, benoit rucheton, julien doublet, sandrine dabernat, marie-lise bats, ¿exploring strategies to rapidly identify false positives in high-sensitivity cardiac troponin I assay: a prospective study¿, clinica chimica acta 565 elsevier b.v. (Jan 15, 2025), documented false positive architect stat high sensitive troponin-I results for a 34 year old male patient. The article was a prospective study that identified a 34 year old male patient with symptoms of chest pain and a history of pericarditis in 2010. The architect stat high sensitive troponin-I and I-stat results were positive. Roche troponin t result was negative. Additionally, nonspecific antibody binding tubes (nabt) testing showed a 3% decrease in troponin I results. At the conclusion of the study, macrotroponin interference was likely in the troponin I assays. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided within the article, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for list number 03p25. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any related nonconformances, potential nonconformances, or deviations associated with list number 03p25 and the complaint issue. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent was identified.

Event description:
A literature article by anthony desaegher, victor marin, marie-christine beauvieux, brigitte colombiès, margaux lauga, sonia alloug, selen kalkan, gladys castaing-mouhica, genevieve lacape, benoit rucheton, julien doublet, sandrine dabernat, marie-lise bats, ¿exploring strategies to rapidly identify false positives in high-sensitivity cardiac troponin I assay: a prospective study¿, clinica chimica acta 565 elsevier b.v. (Jan 15, 2025), documented false positive architect stat high sensitive troponin-I results for a 34 year old male patient. The article was a prospective study that identified a 34-year-old male patient with symptoms of chest pain and a history of pericarditis in 2010. The architect stat high sensitive troponin-I and I-stat results were positive. Roche troponin t result was negative. Additionally, nonspecific antibody binding tubes (nabt) testing showed a 3% decrease in troponin I results. At the conclusion of the study, macrotroponin interference was likely in the troponin I assays. No impact to patient management was reported.